Event description:
After use of the device for a vein harvesting procedure, the user reported the eye piece to the endoscope broke off while cleaning. No other details regarding the nature of the event were provided. Since the event occurred after the vein harvesting procedure, there was no patient involvement during this event.